Event description:
Customer reported the user opened the double-lumen bronchial tube to prepare for use and found that the balloon was broken (leaking) and could not be used normally. A new device was used, which did not affect the operation.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer returned a representative sample for evaluation. A visual exam was performed on the representative sample and no defects were observed. The blue cuff and the clear cuff were then inflated to 25mbar using a calibrated endotest. The cuffs were inflated and deflated with no issues. The sample was then immersed in water to check for leaks. No bubbles were observed coming from the cuffs indicating there were no leaks. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the reported complaint could not be confirmed. No issues were found with the returned representative device.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the user opened the double-lumen bronchial tube to prepare for use and found that the balloon was broken (leaking) and could not be used normally. A new device was used, which did not affect the operation.